Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that 0-7 impedances are out of range. Patient hit area of battery on a seat belt in back seat of car. No known action/ interventions were taken at this time. The issue has not been resolved at this time. No surgical intervention has occurred, unknown if surgical intervention is planned. No further patient symptoms or complications were reported in this event. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the cause of the burning sensation and the stimulation waking up the patient when lying down was that patient sat on a seatbelt really hard that they didn't know was there. After going through all the options, the patient and the physician decided to plan an explant of the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that something was wrong with the implant. Patient stated she wanted to speak to a manufacturer's representative (rep). Patient stated she was getting in the middle of a seat in the car and sat down on the seat belt. Patient stated the seat belt pushed neurostimulator (ins) up and had a bruise the size of a fist back there a month ago. Patient stated this all happened a month ago. Patient stated since then, they'll move a certain way and would feel like she was going to die. Patient clarified and stated the stimulation would wake her up when lying down on back. Patient stated it was her hip the whole time with the leg sending pain down leg and was misdiagnosed and doesn¿t need the ins anymore. Patient stated she had not used in a year and half. Patient stated she had torn ligament and took out versa and that pain went away. Patient also reported burning sensation also at battery location a month ago. No further complications were reported/anticipated.